Event description:
It was reported that the pump states reservoir volume is 0 milliliters and 105 milliliters were given, but there was drug remaining in bag. Nurse discontinued the pump in the lab and pulled up the drug to measure approximately 35 milliliters remained in bag. Volume was 105 milliliters and the rate was 2.3 milliliters per hour. No additional information was available. There was no patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product returned to verify or replicate the complaint. No photographic/ diagnostic evidence of complaint provided by the customer. The most probable cause is the dso sensor. We cannot confirm the root cause of this allegation because no product was returned. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. A service history review identified this device has not been in for service previously.